Event description:
It was reported that the device was used during a rectosigmoidectomy. The device did not cut during the procedure. Another device was used to complete the case. There were no consequences to the patient.